Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer's wife stated they received a questionable result from coaguchek vantus meter serial number (B)(4). The result from the meter was 4.5 inr and the result from a laboratory was 3.2 inr. The tests were performed 4-5 hours apart. The reagent used by the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Retention test strips (lot 304974-23) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.